Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the customer reported issue "the catheter had blood in it". When the stm arrived, performed a full investigation of the unit and found no blood inside of the unit. In addition, the stm replaced the safety disk due to cycles of use (maintenance). Subsequently, the stm then performed a full calibration and did all safety checks. The unit works to manufactures specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the balloon in the cardiosave intra-aortic balloon pump (iabp) popped. No patient harm, serious injury or adverse event was reported